Event description:
The consumer stated that her tampon came apart on three separate occasions and tampon pieces remained inside of her. She indicated the string and a piece of the cotton came out upon removal, leaving a piece of the cotton remaining. She was able to remove all the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.